Event description:
One hundred twenty discordant glucose-6-phosphate dehydrogenase (g6pdh) test results were obtained from an atellica ch 930 analyzer. The initial test results were not reported to the physician(s). The customer repeated the same samples on an alternate atellica ch 930 analyzer after a quality control failure occurred on the initial atellica ch 930 analyzer. The repeat test results were reported as the correct results to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the event.

Manufacturer narrative:
An outside the united states customer contacted siemens to report that one hundred twenty discordant glucose-6-phosphate dehydrogenase (g6pdh) test results were obtained from an atellica ch 930 analyzer. The g6pd assay is a user defined non-siemens product and is available in the united states as a research use only (ruo) product. A siemens customer service engineer (cse) was dispatched to the customer site to inspect the analyzer. The cse performed operational and general self-checks and found errors indicating the vacuum pump had failed. The cse checked the vacuum circuit, removed the pump, and cleaned it. The cse found the wash station 5 vacuum valve was leaking, and the dilution probe was clogged. The cse replaced both parts. The cse aligned the reagent mixer and replaced the bent impeller on the dilution mixer. The cse ran a precision study with acceptable results. Siemens reviewed the available information, including an instrument log file, and found that the vacuum pump failure occurred after the initial g6pd testing was complete. The atellica solution online help (olh) provides the following information: siemens healthineers does not support operator-defined modifications. Unsupported modifications may affect performance of the system and test results. The laboratory is responsible for validating any modifications they make to the instructions, systems, reagents, or software provided by siemens healthineers. The cause of the discordant g6pd test results is unknown. The analyzer is performing within specifications. No further evaluation of this analyzer is needed.